Event description:
During a coronary drug eluting stenting treatment procedure, an embolization occurred. The patient presented with an acute mi and was started on integrilin and heparin. The left anterior descending (lad) artery and the diagonal (dx) artery were found to be 100% occluded. A 6fr. Jl4 launcher guide catheter and a 182 choice pt guidewire were inserted. The lesion in the mid lad was predilated with a 2.5x20mm maverick balloon inflated to 10 atm's for 30 seconds. A taxus express2 2.75x24mm drug eluting stent was inserted and removed without deployment. A 2.75x20m maverick balloon was inserted and inflated to 8 atm's for 50 seconds. The 2.75x24mm taxus stent was again inserted and remvoved , both without deployment. The 2.75x20mm maverick balloon was inserted again and inflated to 8 atm's for 45 seconds. The 2.75x24mm taxus stent was inserted and removed again, however the stent was not on the delivery system when it was removed from the patient. The stent was visualized in the patient and a 1.5x15mm maverick balloon was dilated inside the embolized stent to deploy it in the proximal lad. The physician then attempted to insert the taxus express2 2.75x24mm stent delivery balloon but was unable to cross the lesion. A 2.0x8mm maverick balloon was inflated three time to 12 atm's for 30 seconds. The physician once again attempted to insert the taxus delivery balloon but was still unable to cross. A 2.5x13mm maverick balloon was inflated three time to 12 atm's for 30 seconds. A 3.0x20mm maverick balloon was positioned in the mid lad and inflated three times to 6-12 atm's for 10 and twice to 30 seconds. A 3.0x24mm taxus stent was inserted and removed. A 3.0x18mm powersail balloon was inserted and removed. All devices were removed from the patient and the procedure was considered complete. The patient was "fine". The patient received heparin and integrilin during the procedure. No patient complications occurred.